Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected an error in the motor was detected by reading unexpected value from hall sensor alarms or hardware low level failures alarms noted during testing however, hardware low level failures is confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The insulin pump was not exposed to high magnetic environment. Customer was able to successfully clear alarm. Customer able to complete rewind. Customer performed displacement verification test and it was passed, self test was failed. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.